Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan alleging a battery charge issue with their onetouch verioiq meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began at 8pm on (B)(6). The patient manages their diabetes with pills, diet and exercise. The patient reported consuming less food/drink in response to the reported issue. The patient denied developing any symptoms. The patient reported visiting their doctor's office on (B)(6) where they were treated with 25 units of insulin. The patient reported testing their blood glucose on an unknown device but could not recall the exact reading obtained. The cca was unable to fully troubleshoot the issue as the patient did not have testing supplies available. Replacement products were sent to the patient. This complaint is being reported because the patient required treatment from an hcp after the alleged issue began.